Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There has been a migration of the electrode array out of the cochlea. The electrode array could not be re-positioned on (B)(6) 2021. Therefore, the user was re-implanted. This report refers to 9710014-2021-00006. Please refer to this report for further information.